Event description:
We received an allegation about discrepant results for 10 patients' samples tested with calcium gen.2 assay on a cobas 8000 c702 module. Sample 1: initial result: 1.52 mmol/l. 1st repeat result: 1.31 mmol/l. 2nd repeat result: 2.16 mmol/l (tested on another module). 3rd repeat result: 2.07 mmol/l (tested on another module). Sample 2: initial result: 1.64 mmol/l. 1st repeat result: 2.21 mmol/l, and this result was deemed to be correct. 2nd repeat result: 2.27 mmol/l (tested on another module). Sample 3: initial result: 1.37 mmol/l. 1st repeat result: 2.25 mmol/l. 2nd repeat result: 2.19 mmol/l (tested on another module). Sample 4: initial result: 1.24 mmol/l. 1st repeat result: 2.27 mmol/l. 2nd repeat result: 2.24 mmol/l (tested on another module). Sample 5: initial result: 1.6 mmol/l. 1st repeat result: 2.19 mmol/l. 2nd repeat result: 2.27 mmol/l (tested on another module). Sample 6: initial result: 1.68 mmol/l. 1st repeat result: 2.39 mmol/l. 2nd repeat result: 2.29 mmol/l (tested on another module). Sample 7: initial result: 1.65 mmol/l. 1st repeat result: 2.39 mmol/l. 2nd repeat result: 2.33 mmol/l (tested on another module). Sample 8: initial result: 1.53 mmol/l. 1st repeat result: 2.42 mmol/l. 2nd repeat result: 2.35 mmol/l (tested on another module). Sample 9: initial result: 1.58 mmol/l. 1st repeat result: 2.4 mmol/l. 2nd repeat result: 2.35 mmol/l (tested on another module). Sample 10: initial result: 1.59 mmol/l. 1st repeat result: 2.33 mmol/l. 2nd repeat result: 2.19 mmol/l (tested on another module). The physician questioned the initial results, and the samples were then repeated.

Manufacturer narrative:
The calcium reagent lot number was 898956 with an expiration date of 30-nov-2026. The field service engineer (fse) checked the instrument and performed the following service actions: adjusted the fill levels of the rinse unit. Replaced the right nozzle tip/ verified all suction hoses, the gear pump, the main water pressure, the photometer check, and the external probe wash. Replaced and adjusted the sample probes. Replaced all rinse hoses on the reagent probes. Replaced the vacuum valve assembly and the bottle. The fse then performed a performance check, precision studies, and qc, and they were all within specifications. The investigation determined the issue was resolved by the service actions, specifically replacement of rinse/wash hose/tubing.